Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set was leaking heparin from the valve. It is unknown during what process step this malfunction occurred. It is unknown if there was patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample and one non-baxter luer activated device for evaluation. Visual examination of the baxter device showed that the male luer was broken off and that the male luer shaft was inside of the opening of the luer activated device. A functional leak test was performed, with no signs of leakage being observed on the remainder of the set. The cause of this condition was not determined. No other observations were noted on the unit.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.